Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ"), ectopic pregnancy ("ectopic pregnancy"), device dislocation ("device migration"), device breakage ("there was a small portion of the essure device remaining at the tube") and genital haemorrhage ("abnormal bleeding (general),") in a 25-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device difficult to use "some difficulty removing the essure device on this side." And device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multi gravida (number of pregnancies: 4), parity 3 (total live births:3 dates of live births: (B)(6) 2003, (B)(6) 2007, (B)(6) 2007 (as written)), stillbirth nos and smoker (current every day). Concurrent conditions included yeast infection (involving the vagina and surrounding area.). Concomitant products included amitriptyline. On an unknown date, the patient started cyclobenzaprine at an unspecified dose and frequency. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), headache ("migraines/headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches,") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required) and back pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, ectopic pregnancy, device dislocation and device breakage outcome was unknown and the genital haemorrhage, pelvic pain, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, migraine, vaginal discharge and back pain had not resolved. The reporter considered back pain, device breakage, device dislocation, ectopic pregnancy, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, perforation, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2016, cytology report diagnosis: squamous epithelial cell abnormality. Atypical squamous cells of undetermined significance. Negative for high risk types of hpv. (B)(6) 2017, surgical pathology : diagnosis: fallopian tubes with essure device, bilateral salpingectomy: complete cross section of bilateral benign fimbriated fallopian tube. Coiled metal wires grossly identified, consistent with essure device. No evidence of malignancy. Gross description: two fimbriated fallopian tube segments, a proximal portion of fallopian tube, and two coils of wire consistent with a portion of the essure device. Extending from the proximal portion of this fallopian tube is coiled metal wire consistent with essure device. The second fimbriated fallopian tube segment is 3.8 cm in length with an average diameter of zero point centimeter six. There is no metal within this portion of the fallopian tube. The separate proximal segment of fallopian tube is 1.6 cm in length with a 0.3 cm diameter. The coiled wire extends from one end of this proximal segment which is likely a separate portion of the second fallopian tube. Sectioning through this portion of fallopian tube demonstrate the metal wire to extend through the lumen for the entire length of the segment. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: new reporters added and reporter information updated. Patient demographic information added. Concomitant and historical conditions added. . Relevant lab data added. Product indication added and implanted and explanted date updated. Event added as essure confirmation test(s) conducted: no, device breakage, some difficulty removing the essure device on this side, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia, dental problems, migraines/headaches, pain, vaginal discharge. Relevant lab data added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organ"), ectopic pregnancy ("ectopic pregnancy"), device dislocation ("device migration"), device breakage ("there was a small portion of the essure device remaining at the tube") and genital haemorrhage ("abnormal bleeding (general)," in a 25-year-old female patient (gravida 4, para 3) who had essure (batch no: 802746-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device difficult to use "some difficulty removing the essure device on this side." And device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multi gravida (number of pregnancies: 4), parity 3 (total live births: 3 dates of live births: on (B)(6) 2003, on (B)(6) 2007, on (B)(6) 2007 (as written), stillbirth nos and smoker (current every day). Concurrent conditions included yeast infection (involving the vagina and surrounding area.). Concomitant products included amitriptyline and cyclobenzaprine. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), headache ("migraines/headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches,") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and back pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ectopic pregnancy, device dislocation and device breakage outcome was unknown and the genital haemorrhage, pelvic pain, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, migraine, vaginal discharge and back pain had not resolved. The reporter considered back pain, device breakage, device dislocation, ectopic pregnancy, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, cytology report diagnosis: squamous epithelial cell abnormality. Atypical squamous cells of undetermined significance. Negative for high risk types of hpv. On (B)(6) 2017, surgical pathology : diagnosis: fallopian tubes with essure device, bilateral salpingectomy: complete cross section of bilateral benign fimbriated fallopian tube. Coiled metal wires grossly identified, consistent with essure device. No evidence of malignancy. Gross description: two fimbriated fallopian tube segments, a proximal portion of fallopian tube, and two coils of wire consistent with a portion of the essure device. Extending from the proximal portion of this fallopian tube is coiled metal wire consistent with essure device. The second fimbriated fallopian tube segment is 3.8 cm in length with an average diameter of zero point centimeter six. There is no metal within this portion of the fallopian tube. The separate proximal segment of fallopian tube is 1.6 cm in length with a 0.3 cm diameter. The coiled wire extends from one end of this proximal segment which is likely a separate portion of the second fallopian tube. Sectioning through this portion of fallopian tube demonstrate the metal wire to extend through the lumen for the entire length of the segment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organ"), ectopic pregnancy ("ectopic pregnancy"), device dislocation ("device migration"), device breakage ("there was a small portion of the essure device remaining at the tube") and genital haemorrhage ("abnormal bleeding (general),") in a 25-year-old female patient (gravida 4, para 3) who had essure (batch no. 802746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device difficult to use "some difficulty removing the essure device on this side." And device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multi gravida (number of pregnancies: 4), parity 3 (total live births:3 dates of live births: (B)(6) 2003, (B)(6) 2007, (B)(6) 2007 (as written)), stillbirth nos and smoker (current every day). Concurrent conditions included yeast infection (involving the vagina and surrounding area.). Concomitant products included amitriptyline and cyclobenzaprine. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), headache ("migraines/headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches,") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and back pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ectopic pregnancy, device dislocation and device breakage outcome was unknown and the genital haemorrhage, pelvic pain, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, migraine, vaginal discharge and back pain had not resolved. The reporter considered back pain, device breakage, device dislocation, ectopic pregnancy, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2016, cytology report diagnosis: squamous epithelial cell abnormality. Atypical squamous cells of undetermined significance. Negative for high risk types of hpv. (B)(6) 2017, surgical pathology : diagnosis: fallopian tubes with essure device, bilateral salpingectomy: complete cross section of bilateral benign fimbriated fallopian tube. Coiled metal wires grossly identified, consistent with essure device. No evidence of malignancy. Gross description: two fimbriated fallopian tube segments, a proximal portion of fallopian tube, and two coils of wire consistent with a portion of the essure device. Extending from the proximal portion of this fallopian tube is coiled metal wire consistent with essure device. The second fimbriated fallopian tube segment is 3.8 cm in length with an average diameter of zero point centimeter six. There is no metal within this portion of the fallopian tube. The separate proximal segment of fallopian tube is 1.6 cm in length with a 0.3 cm diameter. The coiled wire extends from one end of this proximal segment which is likely a separate portion of the second fallopian tube. Sectioning through this portion of fallopian tube demonstrate the metal wire to extend through the lumen for the entire length of the segment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: device lot number 802746 was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ"), ectopic pregnancy ("ectopic pregnancy") and device dislocation ("device migration") in a female patient (gravida 1) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove coils). Essure was removed in (B)(6) 2017. At the time of the report, the perforation, ectopic pregnancy, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, ectopic pregnancy, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organ"), ectopic pregnancy ("ectopic pregnancy"), device breakage ("there was a small portion of the essure device remaining at the tube"), device dislocation ("device migration") and genital haemorrhage ("abnormal bleeding (general),") in a 25-year-old female patient who had essure (batch no. 802746-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device difficult to use "some difficulty removing the essure device on this side." And device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multi gravida (number of pregnancies: 4), parity 3 (total live births:3 dates of live births: (B)(6) 2003, (B)(6) 2007 (as written)), stillbirth nos, smoker (current every day), anxiety and depression. Concurrent conditions included yeast infection (involving the vagina and surrounding area.). Concomitant products included alprazolam (xanax), amitriptyline, cyclobenzaprine, gabapentin and valaciclovir hydrochloride (valtrex). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In september 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain"), headache ("migraines/headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), tooth disorder ("dental problems"), migraine ("migraines/headaches,"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("pain") and amnesia ("memory loss") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, possible hysteroscopy and bilateral salpingectomy) and dentures. Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ectopic pregnancy, device breakage, device dislocation, dysmenorrhoea, abdominal pain and amnesia outcome was unknown, the genital haemorrhage, headache, menorrhagia, female sexual dysfunction, tooth disorder, migraine, vaginal discharge and back pain had not resolved and the pelvic pain and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The reporter considered abdominal pain, amnesia, back pain, device breakage, device dislocation, dysmenorrhoea, ectopic pregnancy, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Diagnostic results: 26jul2016, cytology report diagnosis: squamous epithelial cell abnormality. Atypical squamous cells of undetermined significance. Negative for high risk types of hpv. (B)(6) 2017, surgical pathology : diagnosis: fallopian tubes with essure device, bilateral salpingectomy: complete cross section of bilateral benign fimbriated fallopian tube. Coiled metal wires grossly identified, consistent with essure device. No evidence of malignancy. Gross description: two fimbriated fallopian tube segments, a proximal portion of fallopian tube, and two coils of wire consistent with a portion of the essure device. Extending from the proximal portion of this fallopian tube is coiled metal wire consistent with essure device. The second fimbriated fallopian tube segment is 3.8 cm in length with an average diameter of zero point centimeter six. There is no metal within this portion of the fallopian tube. The separate proximal segment of fallopian tube is 1.6 cm in length with a 0.3 cm diameter. The coiled wire extends from one end of this proximal segment which is likely a separate portion of the second fallopian tube. Sectioning through this portion of fallopian tube demonstrate the metal wire to extend through the lumen for the entire length of the segment. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-feb-2019: plaintiff fact sheet- events memory loss, abdominal pain and dysmenorrhea (cramping) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organ"), ectopic pregnancy ("ectopic pregnancy"), device dislocation ("device migration"), device breakage ("there was a small portion of the essure device remaining at the tube") and genital haemorrhage ("abnormal bleeding (general),") in a 25-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device difficult to use "some difficulty removing the essure device on this side." And device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multi gravida (number of pregnancies: 4), parity 3 (total live births:3 dates of live births:(B)(6)2003, (B)(6)2007, (B)(6)2007 (as written)), stillbirth nos and smoker (current every day). Concurrent conditions included yeast infection (involving the vagina and surrounding area.). Concomitant products included amitriptyline and cyclobenzaprine. In september 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), headache ("migraines/headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches,") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and back pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, ectopic pregnancy, device dislocation and device breakage outcome was unknown and the genital haemorrhage, pelvic pain, headache, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, migraine, vaginal discharge and back pain had not resolved. The reporter considered back pain, device breakage, device dislocation, ectopic pregnancy, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6)2016, cytology report diagnosis: squamous epithelial cell abnormality. Atypical squamous cells of undetermined significance. Negative for high risk types of hpv. (B)(6)2017, surgical pathology : diagnosis: fallopian tubes with essure device, bilateral salpingectomy: - complete cross section of bilateral benign fimbriated fallopian tube. - coiled metal wires grossly identified, consistent with essure device. - no evidence of malignancy. Gross description: two fimbriated fallopian tube segments, a proximal portion of fallopian tube, and two coils of wire consistent with a portion of the essure device. Extending from the proximal portion of this fallopian tube is coiled metal wire consistent with essure device. The second fimbriated fallopian tube segment is 3.8 cm in length with an average diameter of zero point centimeter six. There is no metal within this portion of the fallopian tube. The separate proximal segment of fallopian tube is 1.6 cm in length with a 0.3 cm diameter. The coiled wire extends from one end of this proximal segment which is likely a separate portion of the second fallopian tube. Sectioning through this portion of fallopian tube demonstrate the metal wire to extend through the lumen for the entire length of the segment. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organ'), ectopic pregnancy ('ectopic pregnancy'), device breakage ('there was a small portion of the essure device remaining at the tube'), device dislocation ('device migration') and genital haemorrhage ('abnormal bleeding (general),') in a 25-year-old female patient who had essure (batch no. 802746-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device difficult to use "some difficulty removing the essure device on this side." And device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multi gravida (number of pregnancies: 4), parity 3 (total live births:3 dates of live births: (B)(6) 2003, (B)(6) 2007, (B)(6) 2007 (as written)), stillbirth nos, smoker (current every day), anxiety and depression. (B)(6) 2016, cytology report diagnosis: squamous epithelial cell abnormality. Atypical squamous cells of undetermined significance. Negative for high risk types of hpv. Concurrent conditions included yeast infection (involving the vagina and surrounding area.). Concomitant products included alprazolam (xanax), amitriptyline, cyclobenzaprine, gabapentin and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain"), headache ("migraines/headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), tooth disorder ("dental problems"), migraine ("migraines/headaches,"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("pain"), amnesia ("memory loss"), dyspareunia ("dyspareunia (painful sexual intercourse) "), psychological trauma ("psych injury "), bladder disorder ("bladder/urinary problems "), urinary tract disorder ("bladder/urinary problems "), vaginal infection ("vag. Infect "), fatigue ("fatigue") and alopecia ("hair loss") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, possible hysteroscopy and bilateral salpingectomy) and dentures. Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ectopic pregnancy, device breakage, device dislocation, dysmenorrhoea, abdominal pain, amnesia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, fatigue and alopecia outcome was unknown, the genital haemorrhage, headache, menorrhagia, female sexual dysfunction, tooth disorder, migraine, vaginal discharge and back pain had not resolved and the pelvic pain, vaginal haemorrhage and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The reporter considered abdominal pain, alopecia, amnesia, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain-dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal back. Bleeding: menorrhagia (heavy menstrual bleeding), fatigue, migraines, headaches, hair loss. Discrepancy - date(s) of insertion: (B)(6) 2011, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: fallopian tubes with essure device, bilateral salpingectomy: - complete cross section of bilateral benign fimbriated fallopian tube. - coiled metal wires grossly identified, consistent with essure device. - no evidence of malignancy. Gross description: two fimbriated fallopian tube segments, a proximal portion of fallopian tube, and two coils of wire consistent with a portion of the essure device. Extending from the proximal portion of this fallopian tube is coiled metal wire consistent with essure device. The second fimbriated fallopian tube segment is 3.8 cm in length with an average diameter of zero point centimeter six. There is no metal within this portion of the fallopian tube. The separate proximal segment of fallopian tube is 1.6 cm in length with a 0.3 cm diameter. The coiled wire extends from one end of this proximal segment which is likely a separate portion of the second fallopian tube. Sectioning through this portion of fallopian tube demonstrate the metal wire to extend through the lumen for the entire length of the segment. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this is a retention case. Events:dyspareunia (painful sexual intercourse), psych injury, bladder/urinary problems, vag. Infect, fatigue, hair loss were transferred from deletion case (B)(4) (duplicate) to this case. All the information from deletion case (B)(4) (duplicate) including reporter's information, references has been transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.